Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-17014. Manufacturer report number: 2017865-2019-17016. Manufacturer report number: 2017865-2019-17017. It was reported that the patient presented in the emergency room on (B)(6) 2019 after receiving inappropriate shocks. Upon review of remote transmission, it was revealed that the implantable cardioverter defibrillator had delivered multiple inappropriate shocks due to double counting of the ventricular channel. Xray revealed that the atrial lead had dislodged into the right ventricle and the right ventricular lead had pulled back and was able to detect both atrial and ventricular signals. Device therapy was programmed off to prevent the patient from receiving further inappropriate shocks. The patient presented for lab revision procedure on (B)(6) 2019. Under xray the right atrial lead, right ventricular lead, and left ventricular lead were sitting in the right atrium, at the valve. The physician specified that the patient has dementia and believed that the patient was playing with the device. The right atrial lead, right ventricular lead, and left ventricular lead were revised successfully during procedure. The patient was stable post procedure.